Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h4, h6 and h11. The customer contacted olympus technical assistance support. Olympus technical assistance support emailed the cv-1500 cabling setup guide. With guidance the customer reviewed cabling and some settings and eventually viewed the correct resolution 12g image when he toggled oev-321uh to port a on the suspect monitor. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection but the reported failure was confirmed by the technical assistance center. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor had video signal not visible at service or maintenance. There were no reports of patient involvement.